Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not cutting all the way, it would stop mid way and become intermittent. The handle was troubleshoot and noted that the software version 29.3 was installed. As per direction of the technician software 29.4 would rectify this and was recommended to update. It was also noted that there was a mishandling of the adapter when it came to detaching the load. There was no patient injury.